Event description:
It was reported that this right ventricular (rv) lead was explanted approximately three days after initial implantation due to a dislodgment. This was successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found only dried body fluid and tissue in the helix housing, which normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately three days after initial implantation due to a dislodgment. This was successfully replaced with a new lead. No additional adverse patient effects were reported.